Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a tortuous and calcified anatomy. Baseline was normal sinus rhythm (nsr). There was calcification extending beneath the aortic annular plane in the interventricular septum. It was reported to be difficult to obtain the femoral access. During the preparation, valve could not be loaded correctly into the ds. It was noted that an incorrect base insert was used and replaced with a correct insert then able to be loaded. During the procedure, upon advancing, a resistance was felt and upon removal from the patient's anatomy, ds was observed to be kinked. A new 23mm, navitor vision valve was selected for implant using a new small flexnav ds. The valve was able to be implanted successfully at a depth of approximately 5mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, the patient was developed with left-bundle branch block (lbbb). Femoral hematoma was also observed, and superficial femoral artery (sfa) was occluded requiring balloon to restore the blood flow. On the following day, the patient's leg had recovered but monitoring was required due to the persistent lbbb. The implanter classified this event (heart block) as being related to the procedure. The patient was discharged with a holter monitor due to the conduction abnormality.